Event description:
It was reported the shaft fragmented in the patient. During the use of the accustick¿ in the kidney,the shaft fragmented into multiple pieces. The physician was not able to retrieve all of the pieces. They proceeded with the case, they opened up another of the same size and model and it worked fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).